Manufacturer narrative:
(B)(4): the device was not evaluated by physio-control. A third party agent evaluated the device and verified the reported failure. The third party agent replaced the device power supply assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported that the device did not power on either on ac main power or on battery. There was no patient use associated with the reported event.